Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There is no patient involvement. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: email with regards of 8015 units having 800.8000 errors. Sn: (B)(4). Case resolution: contacted (B)(6) and went over ka 11775 alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 with her. Emailed her as well the safety notification. (B)(4).